Event description:
It was reported (B)(6), 2010 that the clinician programmer was frozen or not responding. Following repowering the clinician programmer by turning off and on, the programmer was working. The pump might have been in stop mode. (B)(6), 2010, the hcp performed a catheter dye study. They aspirated through the catheter access port and pulled fluid back. They injected the dye and thought they saw it pool around the pump. They did not see any in the catheter or cerebrospinal fluid. The following day, the hcp was going to try the dye study again but they were not able to aspirate. (B)(6), 2010, the pt went in for a catheter revision. The sutureless connection was intact. A new catheter was put in. Pt was in recovery. Lioresal was in the pump.

Manufacturer narrative:
(B)(4).